Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the product leaked was confirmed. Functional testing was performed and leaking occurred at the engagement between the microbore tubing and the male luer adapter. Inspection under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the customer¿s experience was not determined.